Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on all contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced, addressing the issue. Therapy restored, reportedly.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.